Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to wear at the head/ trunnion junction with chronic disassociation. Intra-operatively, there was no noticeable wear of the trunnion but explant pics show wear on the inner rim of the liner. No observations about the surrounding tissue were reported to the rep.

Manufacturer narrative:
An event regarding disassociation and corrosion involving a unknown citation stem was reported. Disassociation was confirmed by medical review but corrosion could not be confirm without the return of the device. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: the medical review noted the following: [...] Narrative based on the information made available, a morbidly obese patient required revision for a dissociation of a cobalt chrome lfit 36 mm +5mm femoral head from a citation femoral component. The polyethylene liner had black material embedded in it and damage due to contact with the stem¿s trunnion. Other damage was likely due to instruments used for extraction. The femoral head also had black debris present inside of it. These findings are consistent with corrosion occurring between the femoral head and the stem. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: the medical review concluded: [...] The patient had a dissociation of a metal femoral head from a titanium stem requiring revision surgery. There was gross evidence of a corrosion reaction between the head and stem seen on the provided pictures of the femoral head and polyethylene liner. Information on the trunnion as well as blood levels of cobalt and chromium were not provided. A description of the soft tissues was also not available. Corrosion can cause pain and soft tissue damage requiring revision. It may also be associated with dissociation of the femoral head from the trunnion. In this case a history of trauma was not provided. While obesity is associated with increased wound complications and difficulty performing total hip arthroplasty, literature linking it to corrosion or mechanical failure of the trunnion is lacking. Based on provided information, I do believe there was corrosion between the head and stem and this may have been related to the dissociation of the head from the trunnion. Had it not dissociated the corrosion may have also been a cause of pain and soft tissue damage possibly needing revision. [...] No further investigation for this event is required at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to wear at the head/ trunnion junction with chronic disassociation. Intra-operatively, there was no noticeable wear of the trunnion but explant pics show wear on the inner rim of the liner. No observations about the surrounding tissue were reported to the rep. Update 31 august, 2018: med review confirmed head-stem disassociation.